Event description:
Procedure: colectomy. According to the reporter: the firing was incomplete. The device was resected with another device. Oozing bleeding was reported as under 200cc. Surgery time was extended beyond 30 minutes. No patient information is available.